Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8300 error code 571.6241. 8300 sn: (B)(4) customer wanted to know what was the cause of this error. I explain to the customer that he needed to replace his logic board. I also let the customer know that the error code is coming from the sensor status is missing. So I had the customer to try and replace the microstream disposable and if that doesn't clear the error code then you have to replace the logic board. The customer said ok and ended the call.